Event description:
It was reported that during the implant procedure, the 4965 lead was not used, an active lead was needed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.